Event description:
It was reported that the physician is displeased that the ventricular rate stabilization (vrs) is not available in the patient's device and also that it cannot be manipulated to meet the sustained median ventricular rate that the patient physiologically requires. The device lower ventricular rate was manually programmed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.